Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim. There was a patient involved incident on 04th of march. Entire tubing line have bubbles causing air-in-line alarmed. At this time is unknown if patient was harmed or not.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.